Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue part) and the main body of a minicap transfer set; further described as ¿blue part of the transfer set has come apart from the twist lock¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.